Manufacturer narrative:
Additional devices or related patient events included on this report are as follows: catalog#: plc271200 / serial#: (B)(6) / UDI#: (B)(4) which is captured in manufacturer report#: 3013164176-2023-01600. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings for communication/interviews: code c21 remains unchanged. H.6. Investigation conclusions: code d16 remains unchanged h.6. Investigation findings for analysis of production records: code c21 updated to code c19.

Event description:
On (B)(6) 2023, the reintervention was performed. The type ii endoleak was coiled. The amount of aneurysm enlargement is unknown (reported as slight). There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
A.4. Patient weight: asked but unavailable. B.4. Event description: additional information added. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm enlargement. H.6. Investigation findings for communication/interviews: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d12.

Manufacturer narrative:
Other relevant history: including preexisting medical conditions: this information has been requested but has not yet been provided to gore. Concomitant medical products and therapy dates: this information has been requested but has not yet been provided to gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent emergent treatment of a ruptured infrarenal abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that, (B)(6) 2023, the patient presented with a type ii endoleak from the lumbar arteries. Slight increase in the size of the aneurysm was also reported. It was reported that a reintervention to treat the endoleak is planned for on (B)(6) 2023.